Event description:
The patient stated that she has had high blood glucose for the past 24 hours. She stated that her blood glucose ranged from 235-346 mg/dl. She stated that she does not give herself additional boluses when her blood glucose is high. She stated that she gives herself additional insulin when she has a meal. She stated she decided to give herself an additional bolus via syringe at 6am and her blood glucose decreased to 48 mg/dl. She stated that later that afternoon her blood glucose measured 249 mg/dl. She stated she has changed her infusion set 3 times in the last 24 hours. To troubleshoot, the patient was instructed to disconnect from her infusion site and she was able to bolus and see insulin drip from the end of her tubing. Upon follow up, the patient stated her blood glucose returned to her normal range of 90-150 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.